Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was explanted and replaced due to dislodgement. It was noted that this lead was placed at the his bundle. No additional adverse patient effects were reported.